Event description:
Hamilton medical ag received the following incident description from the distributor: the hospital staff said that the device showed tf5507 - sometimes yes, sometimes no. From log files I saw that this first happened in (B)(6) 2023. The device came here for service in february 2024.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: hamilton medical ag received the log files of the device. Technical fault (tf) 5507 was recorded in the log files. A mixer valve malfunction triggers this alarm. Tf 5507 indicates that air oxygen inlet valve cannot close properly. Partner service engineer did the troubleshooting on site. Mixer valves were replaced.

Event description:
Hamilton medical ag received the following incident description from the distributor: the hospital staff said that the device showed tf5507 - sometimes yes, sometimes no. From log files I saw that this first happened on (B)(6) 2023. The device came here for service in february 2024.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the distributor: the hospital stuff said that the device showed tf5507 - sometimes yes, sometimes no. From log files I saw that this first happened in (B)(6) 2023. The device came here for service in february 2024.